Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change the color even though the non-cordis sheath and device were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal was prepped according to instructions for use (IFU) instructions. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The non-cordis vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator. The non-cordis vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The physician did not have the thumb placed on the plug deployment button during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. At the puncture femoral site, there was moderate access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. This was an interventional procedure with a retrograde approach was used. The physician achieved certification on the use of exoseal and has used it ten times per month prior to this procedure. The patient's body mass index (bmi) was under 40. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device - 5f¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into a unknown non-cordis 5f procedure sheath, which presented a severely kinked condition located approximately 10 cm from the distal tip, compromising the deploying mechanism. The deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft. Measurements were taken near the kink. Dimensional analysis results were found within specification. The functional analysis was not performed due to the severely kinked condition of the unit as received that compromised the deploying mechanism. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Procedural factors and handling process may have contributed to the failure as reported. The product analysis does not suggest that the observed damaged could be related to the manufacturing process; therefore, no corrective action will be taken at this time. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed due to the delivery shaft presents a severe kinked condition that impeded the proper functional test. The exact cause of the observed kink in the delivery shaft could not be determined during the product analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink found on the delivery shaft led to the issue reported. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the product analysis, it appears that the reported failure is not related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.